Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a journey guidewire. The guidewire shaft, bonds and the shaft were examined for any damage. The guidewire shaft was separated approximately 3.5cm from the tip. Per the customers statement the separation was most likely caused by the interaction with the balloon catheter that was used when being retracted from the body. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that wire detachment occurred. The target lesion was located in the left pulmonary trunk. Following crossing the lesion of a 300cm journey¿ atip guidewire, a 2.0mm x 60mm x 150cm coyote¿ balloon catheter was advanced and dilated the lesion. Upon removal of the balloon over the wire, it was noted that the wire sheared. The entire sheared wire was removed from the patient's body. No patient complications were reported and the patient's status was fine.